Event description:
The manufacturer received information alleging a ventilator shut down while operating on battery power. There was no harm or injury reported. No medical interventions were required. Customer states this unit is often used for transport and potentially not reconnected to ac power long enough to charge (the batteries). Customer has fully charged the batteries and is going to perform run in test to check battery performance. Customer states that the unit alarms as expected. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.